Event description:
The facility's biomedical technician reported an infusion pump that was inaccurate. Although attempts were made by baxter to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, medication involved or the set up of the infusion device. The hospital rep stated they have no record of any patient incident involving the pump since the last baxter service event. No additional contact information was provided.

Manufacturer narrative:
The customer's reported condition of does not deliver the right amount of medication, was duplicated and confirmed for pump 2 during performance testing. A review of the service history for this device going back two years was performed. There were no accuracy issues found in the service history. A device history review was also performed and no exceptions were reported during manufacturing. Both pumps were tested per procedure. Pump 1 was found to meet specifications for accuracy. Pump 2 was found to overinfuse. The pump delivered 24.82%, when it should be +/-7%. Pump 2 was replaced and tested per specification. The pump's full functionality was checked per specification before return to customer.